Event description:
It was reported that the patient believed to have had allergic reaction to silicone base. The patient was now post op 6 weeks from surgery and reaction with pico and now presents with a change in color in skin with a tan line appearance.

Manufacturer narrative:
Unfortunately no sample has been returned preventing a more thorough investigation. The IFU for pico states ¿if reddening or sensitization occurs discontinue use and contact the treating healthcare professional¿ an investigation into the manufacturing paperwork associated with this product code has not been possible due to no lot number being provided. Due to the nature of the complaint, this has been passed on to our medical specialists who have made the following comment based on the lack of supporting clinical information, a definitive root cause of the patient¿s skin reaction cannot be determined. Although the cause of the ¿tan line appearance¿ is related to the patient¿s pregnancy, a possible reaction to the adhesive cannot be ruled out. Hyperpigmentation fades over time, so this should not be a long term effect. No further medical assessment can be rendered at this time. Smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.